Event description:
It was reported that the user did not rewind the ilet pump cartridge before loading a new one, was unable to see insulin drops when attempting to fill the tubing, and found the removed cartridge approximately half full with a blood glucose of 234 mg/dl; a complete supply change of cartridge, tubing, was performed and the user subsequently resumed within-range glucose level. Customer care provided assistance that included guided full supply change with the user. Investigation of this case revealed no findings available, and the medical device problem and device component involvement could not be determined due to insufficient information. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.